Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had minor scratches on the display window, cracked case at the display window corner, broken batter tube threads, broken reservoir tube lip, cracked reservoir tube, and missing end cap sticker.

Event description:
Customer reported via phone call, the act button on the insulin pump wasn't responding. The housing were the batter goes had fallen of the device. She doesn't know how damage occurred. Her blood glucose was 65 mg/dl at the time of the keypad anomaly. She didn't recall any significant event which may have caused the keypad issues. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.